Event description:
It was reported that the reamer shaft broke at the interface of the drilling head during use.

Manufacturer narrative:
This report will be amended when our investigation is complete.